Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead was observed to be dislodged up into the device pocket. The patient suffered from twiddler's syndrome and was noted to experience pocket stimulation. An invasive procedure was performed. The lead was explanted and replaced. No additional adverse patient effects were reported.